Manufacturer narrative:
Other applicable components are: product ID: 8840, serial#: unknown, product type: programmer, physician.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving 2.5 mg/ml bupivacaine at an unknown dose and 10 mg/ml morphine at an unknown dose via an implantable pump for spinal pain. It was reported that the last time the patient was refilled (event date unknown), the concentration of morphine was programmed in error. The programmed concentration was 10 mg/ml and should have been 5 mg/ml. On (B)(6) 2017 the patient had a refill and the programming was corrected to 5 mg/ml. The same dose was used. It was unknown if the healthcare provider (hcp) was aware that the patient was now receiving twice the dose and the patient had left the clinic. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep found the programming error, who then verified with the physician and pharmacy that the concentration should have been programmed at 5 mg/ml as opposed to the 10 mg/ml. It was noted the pump settings had last been changed on (B)(6) 2017. The cause of the incorrect concentration was noted to be a programming error.